Manufacturer narrative:
Four opened/used sensors were evaluated and visually inspection and it was noted that one of the four sensors had a damaged cannula, broken, and the broken part was missing. The three remaining opened/used sensors passed with accurate readings. However, all three sensors had bent cannulas. It is unknown if customer received sensor in said condition due to customer returned opened/used.

Event description:
Customer reported via phone call, the insulin pump alarmed lost sensor with two different sensors. Customer removed the second one while he was on hold and he noticed it was bent. Customer stated the sensor was in for two hours. Customer's blood glucose was 212 mg/dl. Customer attempted to find the lost sensor and the device wouldn't connect. Customer was advised the sensors needed to be replaced and agreed to return them for analysis.